Manufacturer narrative:
No product was received to perform an investigation. No product sample was received; therefore, visual, and functional testing could not be performed. The lot number provided was for catalog number 750170 and not 750180 as reported. Neither of these devices have a speaking valve. The width of a device with a talk attachment is increased to allow for the talk attachment line being secured along the outer diameter (od) of the shaft. A device history record (DHR) review was conducted for the lot number provided which indicated all inspections were completed and no issues were noted during manufacture. No root cause could be determined as the complaint could not be confirmed. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the patient was not tolerating the speaking valve following placement of the trach tube and even decreased oral intake resulted in more pain. This event required medical intervention. No additional information was provided.